Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider reported that there was no response even though the button of the probe was pressed. There was no visual or audible indicator that alerted the user of the issue. Another product was unpacked and the connection was performed and the procedure was completed without issues. There was no patient impact.